Manufacturer narrative:
No sample was returned for analysis and not lot number was provided. The instructions for use for 3m fast release varnish contains a precautionary statement that patients with known sensitivity to colophony/rosin should avoid this product.

Event description:
Swelling of the lip, redness of the tongue and burning sensation throughout the body was alleged the morning after application of 3m fast release varnish, 5% sodium fluoride, strawberry flavor. The swelling continued the next few days, including the hands. The dentist prescribed prednisone (6- day cycle), after which the symptoms reduced but continued. The patient planned on seeing a dermatologist. No further information is available.

Manufacturer narrative:
No sample was returned for analysis and not lot number was provided. The instructions for use for 3m fast release varnish contains a precautionary statement that patients with known sensitivity to colophony/rosin should avoid this product.

Event description:
Swelling of the lip, redness of the tongue and burning sensation throughout the body was alleged the morning after application of 3m fast release varnish, 5% sodium fluoride, strawberry flavor. The swelling continued the next few days, including the hands. The dentist prescribed prednisone (6- day cycle), after which the symptoms reduced but continued. The patient planned on seeing a dermatologist. No further information is available.